Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. As such, the patient underwent surgical intervention at which the ipg was revised (date unknown). The reported issue was resolved following the procedure. Please note: the patient's lead information is also unknown.

Event description:
It was reported the patient underwent surgical intervention at which the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.